Event description:
It was reported that while in the operating room the md inserted the intra-aortic balloon (iab) through the sheath via left femoral artery without issue. The pump alarmed "helium loss" and blood was observed in the helium line. As a result, the iab was removed successfully. The second iab was inserted sheathless via the same insertion site (left femoral artery). It was stated there was an approximate 5 minute delay or interruption in therapy. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is good.

Manufacturer narrative:
(B)(4).